Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor having screen issues was not confirmed.the system monitor (serial number:(B)(6)) was not returned for analysis and no images were submitted for review. If the monitor is returned this investigation will be reopened and the monitor will be evaluated accordingly. A root cause for the reported event was unable to be conclusively determined through this investigation. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Customer order was shipped on (B)(6) 2011. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU), section titled ¿setting up the system monitor for use with the power module¿). Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU. Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damaged pins and connectors, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an issue with the system monitor where the screen was pixelated upon powering on.